Manufacturer narrative:
The product was not returned. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The root cause for the reported complaint may be related to a failure to follow the IFU. A non-qualified viscoelastic was used in the device. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. As stated in the company preloaded delivery system IFU, only qualified viscoelastics ¿ discovisc, viscoat or provisc must be used in conjunction with the device. All other viscoelastics are not qualified for use. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to lens delivery issues and /or damage. The use of non-qualified viscoelastics is considered a failure to follow the IFU for and is not recommended under any circumstance. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported about a lens did not slide out during intraocular lens implantation procedure. There was patient contact and no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).